Event description:
This tests strips have not been returned to lifescan for product analysis. Lot# 2516519 of the retain test strips were tested and they failed due to white marks on the active site. At this time, co considers this matter closed.